Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of swelling as follows: undesirable effects "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: · inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported prior to injection patient was pretreated with "injectable depot steroid" and then injected to the lips with juvederm ultra plus xc. One month later patient developed "persistent swelling on lip." Patient was treated with "binding deflazacort," hyaluronidase, and loratadine + deflazacort once a day for a month. Symptoms resolved. Patient has previous history with "biopolymers" injected in the lips which the physician notes is the "probable event cause."

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare profession reported prior to injection patient was pretreated with ¿injectable depot steroid¿ and then injected to the lips with juvéderm ultra plus¿ xc. One month later patient developed "persistent swelling on lip." Patient was treated with ¿binding deflazacort,¿ hyaluronidase, and loratadine + deflazacort once a day for a month. Symptoms resolved. Patient has previous history with "biopolymers" injected in the lips which the physician notes is the "probable event cause."